Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 95 to 119mg/dl. Testing performed once daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently not taking medication to manage diabetes. Comparing blood glucose test results from truebalance meter to accuchek meter; observed 20mg/dl difference between readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 154mg/dl and 144mg/dl. Verified storage of product is within instructed specification since they are kept in living room. Test strip lot MFR's expiration date is 09/26/2017 and open vial date is not verified. Recall test results performed (fasting/before meals/after meals) from meter memory: adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 95 to 119 mg/dl. Testing performed once daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently not taking medication to manage diabetes. Comparing blood glucose test results from truebalance meter to accuchek meter; observed 20mg/dl difference between readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 154 mg/dl and 144 mg/dl. Verified storage of product is within instructed specification since they are kept in living room. Test strip lot manufacturer's expiration date is 09/26/2017 and open vial date is not verified. Recall test results performed (fasting / before meals / after meals) from meter memory: (B)(6). Adverse event not reported.